Event description:
It was reported that during a robotic low anterior resection procedure, the staples were not piercing the skin. They were shooting out of the device not formed. They were straight and jagged looking. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld the device was received with the nose open and non-functional due to insufficient nose weld. In addition, one staple was found in the cartridge nose. No functional test was performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.